Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant.  Further information was requested, but not yet available. There were no patient consequences.

Event description:
New information indicates that pacemaker was explanted and replaced on (B)(6) 2026. There were no patient consequences.